Event description:
It was reported that the user experienced a screen responsiveness issue on the ilet pump during a supply change, becoming stuck on the press-and-hold confirmation and unable to select yes despite no alerts being present; customer care provided guidance and the user proceeded to observe drops and successfully completed the remainder of the supply change. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient user interface responsiveness issue without recurrence after guided steps, with normal device behavior once drops were observed and the process completed. It was concluded, based on previously established findings for similar reports, that the cause was use-related interaction with the touchscreen that resolved through standard troubleshooting.